Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine (10mg/ml at 1.501mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that on (B)(6) 2019 motor stall occurred at 15:29 and recovered at 15:38. On (B)(6) 2019, motor stall occurred at 20:00 and recovered at 20:45. The patient did not recently have an MRI. The manufacturer representative could not confirm whether the patient was near any electromagnetic interference (emi). No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that no actions/interventions were taken to resolve the motor stalls because recovery occurred on its own. The event had been resolved and no surgery was planned. There were no further complications reported at this time.